Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that the patient experienced continuous glucose monitoring (cgm) inaccuracies. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.